Event description:
It was reported that an ilet pump touchscreen exhibited delamination and cracking attributed to shipping damage from a distributor, after which the user stopped using the device and requested a replacement; a software update was completed with the user, and the device was still functional though the user reported high blood glucose while off therapy. Symptoms included elevated blood glucose. Outcomes included temporary discontinuation of ilet therapy and device replacement. Investigation included complaint intake review and receipt and inspection of the returned device. Investigation of this case revealed physical damage to the touchscreen consistent with delamination, indicating a damaged display assembly while core pump function remained operational. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage during distribution handling.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.